Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint automatically activated. Prior to use. The following information was provided by the initial reporter: the patient explained that the syringe's spring was activated and all the drug seemed to have leaked out, even though the patient had not pressed the plunger.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint automatically activated. Prior to use. The following information was provided by the initial reporter: the patient explained that the syringe's spring was activated and all the drug seemed to have leaked out, even though the patient had not pressed the plunger.